Event description:
It was reported that the lead exhibited noise and impedance of less than 200 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal insulation was abraded from 17.7 cm to 18.1 cm from the connector pin which resulted in the reported noise.